Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated, the motor was replaced.

Event description:
It was reported that the device heated up. It is unk if there was any pt involvement or adverse consequences associated with this event. Additional information is not available at the account.